Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and is indicated by terumo cardiovascular systems. (B)(4). The sample was visually inspected upon receipt, during which no anomalies were noted. A review of the device history records revealed no manufacturing issues. The returned sample was functionally inspected for all product functions and no issues were noted. The returned device was found to function as intended. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 20, 2015.(B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11.all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass, the cable within the hercules 360 arm ruptured. There is damage and the point of entry of the operating arm is blocked. No known impact or consequence to patient.